Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that encountered the issue, replaced the fiber optic module and functional testing was performed on the iabp unit without any further failures. The fse then performed calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse), it was found that during testing the cs300 intra-aortic balloon pump (iabp), fault code# 44 kept registering on the log. The fse tested multiple times with same fault code 44 appearing. There was no patient involvement, and no adverse event reported.